Manufacturer narrative:
The patient sample was extracted in a green-capped sterile tube and then transferred to a pre-analytical aliquot tube. The calibration signals were within specifications. The qc values (using non-roche qc material) on the day of the event were within specifications. A general reagent issue most likely can be excluded. The alarm trace did not indicate any issues. There were no hardware issues noted. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys tsh v2 result from one patient sample tested on the cobas e 801 analytical unit with serial number (B)(4). The initial result was reported outside of the laboratory. The reporter decided to rerun the patient sample because it was from a newborn and they deemed the result unusual. The reporter notified the physician that the result was questionable and reported the correct result. The initial result was 0.0163 uiu/l. The first repeat result was 3.17 uiu/l. The second repeat result was 3.15 uiu/l.

Manufacturer narrative:
The investigation determined that the cause of the event was consistent with a sample-specific issue (presence of foam or bubbles in the patient sample).